Event description:
During a remote follow up, noise resulting in oversensing was observed on the right ventricular (rv) lead. Technical support was contacted and lead insulation damage was suspected and a lead revision was recommended. Reprogramming was performed to resolve the event. The patient was stable and will continue being monitored.